Manufacturer narrative:
B3: unknown; no information has been provided to date. E: full phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed accuracy test +12.25%. There was no patient involvement.

Manufacturer narrative:
D9: product received date 10/1/2024. H3: one device was returned for repair. Visual and functional testing was performed. The reported problem, fails accuracy test +12.25%, was not verified by accuracy testing. No problem found. No action taken to correct the issue. The device passed all functional tests after the repair.